Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.